Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event indicated that the initial implant(s) had fulfilled its / their tasks without any damage. Referring to the event description the patient suffered from an additional bone fracture below the nail. Reasons for additional bone breakage can be various (e.g. But not limited to: week bones, additional fall, etc.). In this case the surgeon gave no further indication what may have caused the additional fracture. With available information no real root cause could be determined. Potential product breakage was considered in the risk analysis. The risk of additional trauma is pointed out in the IFU. The reported information did not allege any deficiency in the identity, quality, reliability, safety, effectiveness or performance of the device. According to available information a more precise state statement was not possible from technical point of view. A medical review was not possible due to missing x-rays in different planes presenting the situations prior to revision. In case relevant information resp. The part(s) become available we reserve the right to update the investigation and to change the root cause. With available information the event was not caused by any deficiency of the device. Device was not returned to manufacturer

Event description:
Patient sustained a fracture distal to a short gamma nail. The short gamma nail was removed and replaced with a long gamma nail. No indication from the surgeon what caused the additional fracture.

Event description:
Patient sustained a fracture distal to a short gamma nail. The short gamma nail was removed and replaced with a long gamma nail. No indication from the surgeon what caused the additional fracture.